Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device has issues with the power sources. It freezes during the op check and the power has to be cycled to exit the op check and there is an overall delay displaying monitor modes and the batteries are not recognized. There was no reported patient involvement.